Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and bone interface which led to aseptic (non-infected loosening). A secondary finding is damage along the articulating surface of the patella. However, the loosening and nature of the patellar damage (in-vivo or removal) cannot be confirmed because the devices were not returned for evaluation and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately four years post initial left side tka, the male patient complained of pain. Patient had loose femur. Patient was not revised to exactech devices due to recall surgeon used competitor. There was no breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to recall hospital will not release.